Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The reported event could not be confirmed since the devices were not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned. Since elements were provided, the opinion of the medical expert was requested and stated as following: "I concur with the observation that the device list appears to list an excessive number of components for potential implantation in a single shoulder. It is possible that different stems were considered or utilized during the surgery. However, it is regrettable that there is an absence of a description regarding any purported event that may have resulted in a postoperative impact on the patient. Furthermore, there is a lack of additional clinical documentation, such as a surgical report, medical correspondence, or imaging of the shoulder. Regrettably, due to these limitations, I am unable to provide a medical assessment of this case". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the devices are returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device not returned.

Event description:
It was reported in a lawsuit that the patient reported having refractory pain and dysfunction of the shoulder which was refractory to conservative measures. Preoperative imaging was suggestive of loosening of the humeral component, specifically at the junction of the proximal humeral body to the humeral stem at the assembly screw junction.